Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the ring in the reservoir housing is broken. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked case at display window corners, broken reservoir tube lip, missing reservoir tube o-ring. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted.